Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient had an altis and contour y mesh [restorelle] implanted. Reportedly the patient experienced voiding dysfunction and urinary obstruction from the suburethral sling placement. Transvaginal sling release and cystoscopy under general anesthesia were performed. Findings included mid to distal suburethral sling made of clear fibers with a prolene suture in the center and obliquely positioned with curled features at each extremity.